Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a f/u MDR submission.

Event description:
It was reported the device for nail fixation broke. The surgeon used a mallet on the toothed wheel while implanting the nail. The tension of the nail insertion device on the plastic frame seemed to have chipped a ring off of the frame. This did not affect the surgery or the surgeon in the process. It is reported the device was in contact with the patient; however, there was no patient injury. Revision and/or medical intervention were not required.